Manufacturer narrative:
D4. Medical device lot #: unknown; d4. Medical device expiration date: unknown; h4. Device manufacture date: unknown; h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube that there was overfill. The following information was provided by the initial reporter: quantity received and quantity affected: 1 sample. Was this issue involving patient or nonpatient samples? Patient. If consumable is tested on bd instrumentation, list. Product: 367962 lot # unknown. Customer inquiring if specimen should be rejected if fluid is above black fill line.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for the indicated failure mode overfill. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. See h.10.

Event description:
It was reported that while using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube that there was overfill. The following information was provided by the initial reporter: ¿ quantity received and quantity affected: 1 sample ¿ was this issue involving patient or nonpatient samples? Patient ¿ if consumable is tested on bd instrumentation, list serial numbers: product: 367962 lot # unknown customer inquiring if specimen should be rejected if fluid is above black fill line